Manufacturer narrative:
The getinge stm that found the issue replaced the fiber optic sensor extension assembly which passed. The stm then completed the pm with full calibration, functional testing and safety check to factory specifications. In addition, the stm adjusted the vacuum and pressure regulators. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that during a preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the fiber optic connector was broken. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the fiber optic connector was broken. There was no patient involvement and no adverse event was reported.